Event description:
A peritoneal dialysis pt reported dialysis solution leaked out of the cassette and into the cycler. Pt stated there was water everywhere inside the cycler when she removed the tubing set. Pt had no adverse effects and her effluent remained clear. Sample has not been returned to the manufacturer.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material and process controls were within specification.